Event description:
User facility medwatch report received states failure of device to operate correctly during tevar (thoracic endovascular aortic repair) procedure, abbott perclose. Total of 4 abbott perclose with the same lot number failed to operate correctly per md. No harm to patient. References reports mw5165048, mw5165049, mw5165051.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a query of the complaint handling database for the reported lot was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers. Attachment: medwatch report# mw5165050.